Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed that the ins setscrew was backed out too far. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) did not work. The set screw on the header block kept spinning but then it clicked. The lead would pull right out. So they tried another 3058 and it worked well and impedances were just fine. There were no patient issues.